Event description:
Initial report and MDR 269058 were forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the device was bent. There was no harm to the patient but patient was under anesthesia, and a delay of 15 minutes occurred. No adverse event was reported as a result of the incident.